Event description:
On (B)(6) 2020 the patient was implanted with an ipg in the posterior position of the calf. During a clinic appointment on (B)(6) 2020 the ipg incision site showed signs of infection. The patient delayed taking the antibiotics prescribed during this visit for six days. Due to the growing infection, the physician chose to remove the ipg and lead on (B)(6) 2020 as a precautionary measure. As of (B)(6) 2020, the patient's incision was showing improvement and not causing pain.